Manufacturer narrative:
Evaluation, conclusion: off-label, unapproved, or contraindicated use (aortic neck diameter) review of pre-implant CT¿s confirmed that the patient had a 5cm max diameter aaa. The proximal neck flow lumen diameter measured 17mm just below the lowest left renal, and the neck was calcified along its 1cm length. The aaa contained thrombus which appeared dissected in the several locations within the sac. The 16mm diameter distal aorta was extensively calcified. The common iliac arteries were non-tortuous, but were short and calcified. The rcia diameter ranged from 9 ¿ 11mm along the 23mm length, and the lcia diameter ranged from 10 ¿ 11mm along the 22mm length. The cause of the proximal type I endoleak seen at final angiogram during implant could not be determined from the pre-implant CT¿s. Films post-implant were also not available for return. It is possible that the calcified, short and small diameter proximal neck may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 47 mm in diameter abdominal aortic aneurysm. The proximal neck was 17 mm in diameter and 10 mm in length. It was reported that a proximal type I endoleak was found on the final angiogram. The physician decided to implant 3 aptus endoanchors, resolving the event. Per the physician, the cause of the event was due to the patient's short aortic neck. No additional clinical sequelae were reported and the patient is fine.